Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a froze display. Problem isolated to the interface boards. Unable to verify any error alarms on display.

Event description:
The customer reported that when the act button is pressed an error alarm was displayed and then disappeared. Instructed the customer to install a new battery, but the screen was flashing on and off. Advise the customer that a replacement of the insulin pump will be sent. No further info was provided.